Event description:
The pt had the pump replaced in 2007. Starting in six months later, his balance was off and he was falling intermittently. This continued for several months. In november, he could no longer use his walker, couldn't walk or stand and fell more frequently. There was a change in his gait and he was much weaker. In two months later, the pt went to the ER. The pt and his wife felt the pump needed to be refilled and his appointment was not until the following day. The pt was not able to lift himself. On the following month, the pt fell in the shower. The hcp suggested the pt come in the following week for tests. The pt was taken to the ER. The pt was sent to rehab. The pt spent several weeks in rehab. A scan revealed the tubing in the spinal cord was defective. The tubing was replaced in original month and the pt was able to stand, work out, and undress himself. The pt was scheduled to have physical therapy because he was still unable to walk.